Manufacturer narrative:
This report is for an unknown prodisc- c implant/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date in 2011. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent revision of prodisc-c at c 4/5 revision due to adjacent level disease. The implant was stable, however, the two adjacent levels were failing. The prodisc-c was removed using a pdc removal kit and an osteotome to pry out the device; the patient was revised to a 360 fusion at 3 levels. The device was originally implanted in 2011. There was no indication of device malfunction when the device was explanted. There was no reported surgical delay. There was no patient outcome reported. This report is for an unknown prodisc- c implant. This is report 1 of 1 for (B)(4).